Event description:
It was reported that the pump alarmed "battery depleted" and stopped working. The pump was replaced, but the same thing happened immediately following. No buttons were functional except power button, which went to a black screen, not the normal shut down process. Battery percentage was at 83% and 91% when the pumps failed. Problem occurred three times. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device had minor damage on plunger left case teeth. Battery depleted alarm related to the customer reported problems were found during the error history log (ehl) review. The customer's associated infusion program was run multiple times for long duration to try and duplicate the customer's reported problem. The event history log was reviewed to determine the pumps programming and performance on the date and at the time of the customer's reported problem however the pump was operating as intended and did not experience any alarm nor sudden shut down. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause of the reported issue could not be determined. Actions/repairs were done to correct the reported issue: replaced interconnect pcb and battery pack for preventive measures for reported issue. Also replaced plunger left case. Calibration and functional tests performed.